Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacture for evaluation.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess) when any instrument enters the em field, navigation jumps all over the patient anatomy on the monitor making navigation difficult. Representative rebooted the navigation system, a new patient tracker was used and switched the ports but could not resolve the issue. Details display a green status. When the emitter was removed from the field representative observed no change but when the emitter was placed back into the holder, the emitter tracks for 3 seconds and would jump around. Emitter was placed on the top left of the patient head and was aimed towards the nose. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.